Event description:
It was reported that the pt underwent a sling procedure. Post-operatively, a vaginal discharge of mild intensity due to infection at the surgical site occurred. The pt was treated medically and the event resolved.